Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had to increase their stimulation at night and during the day they decreased stimulation. Sometimes during the day they would have to increase it if they woke up with pain. The stimulation therapy was helping more than 50%. The patient still had pain in their leg and foot due to diabetic neuropathy in the feet and phantom pain. The patient had fallen 30 years prior to the report and had sciatic nerve pain and lower back pain. The therapy was helping but that the patient was hoping that it would help more as time went on. It was noted that the recharger turned the patient's implantable neurostimulator (ins) off. It was unclear why the ins turned off. They turned the stimulation back on. The patient was indicated for non-malignant pain.